Manufacturer narrative:
Weight: unk. Race: unk. Date of event: unk. Date rec¿d by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.00/1.0/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of ica, and glare/haloes. This exchange resolved the problem. "Normal" was reported for status of the eye (signs/symptoms). Cause of the event was reporter as unknown. For additional information "os- vault 1000 observed" was reported.